Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of the amia cassette "popped off" from the cassette inside the door of the device during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.